Manufacturer narrative:
A review of the samples returned found that the flexible tip was in tact; however, when a slight tensile force was applied to it the tip came loose from the wire. The complaint was confirmed. CAPA (B)(4) has been initiated to address the issue of guidewire detachment.

Event description:
Suspected having defective problem.(the coil strip off.)